Event description:
Customer received the following results on aviva nano system 1: 19.1 mmol/l, 8.5 mmol/l, and 12.2 mmol/l. Customer received the following results on aviva nano system 2: 5.1 mmol/l, 5.3 mmol/l, and 5.2 mmol/l. All reported results were obtained within 10 minutes of each other. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in aviva nano system 1 (lot number 491527, expiration date 05/31/2014). (B)(6).